Event description:
This case was reported on 19-nov-2010, by health authority from (B)(6). It had been previously transmitted to (B)(6) health authorities by an health professional and registered by health authorities under the reference (B)(6). A male pt experienced granuloma on left cheek after receiving injection of poly-l-lactic acid (newfill). He had a relevant medical history of (B)(6) since 1995 treated with (B)(6). On (B)(6) 2009, he rec'd injections of poly-l-lactic acid (newfill) in sub-cutaneous route in two cheeks for prevention apparition of facial lipoatrophy during (B)(6) and experienced inflammation of left cheek. On (B)(6), apparition of sudden pain with edema not inflammatory leading to self medication with sulfamethoxazole/trimethoprim (bactrim, exact doses unspecified). Of note, even though it was not clearly reported, the context suggested that the oedema and the pain were localized on injection sites. On (B)(6) 2009, recurrence of edema leading to corrective treatment with corticosteroids nos per os. On (B)(6) 2009, a new episode of edema occurred when corticosteroids stopped. Reintroduction of drugs. On (B)(6) 2009, a new recurrence was observed leading to corrective treatment with triamcinolone (kenacort) injection in intra-lesional. On (B)(6) 2009, recurrence of important pain treated in emergency with corticosteroids injectable: 30 mf of triamcinolone and introduction of cyclin for two months. MRI was planned in (B)(6) 2009. Biological work-up was performed and was unremarkable concerning a relation with the occurrence of granuloma. MRI in (B)(6) was performed and showed granuloma of 17 mm on left maxillary sinus. Biopsy and exeresis of wrong nodule were performed. Follow exeresis of wrong nodule of left cheek, diminution of inflammatory flare then favorable outcome. The pt was considered as recovered at an unspecified date. No further information was provided. Additional information provided from quality department of sanofi aventis on 08-dec-2010. (B)(4). Conclusion is pending.